Event description:
My mother was placed with this breathing tube on the hospital. She struggled with this device and she continued to decline in the ICU after them first talking her to the ICU and she was doing much better then after her condition was placed on these breathing arrangement an she showed no signs of improvement. Among other reasons she had passed. I think that this may or may not have contributed to what was going on with her.